Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the hcp thought they accidentally cut the lead. The rep checked impedances and they were normal. The hcp noted the lead was rough feeling in the area where they thought they cut it. The hcp decided not to replace the lead because impedances were all within normal range. The rep reported that impedances were checked numerous times in procedure and afterwards, and they were all within normal range. The healthcare professional planned on monitoring the patient¿s impedances at follow-ups. It was noted that the issue was resolved. No symptoms were reported. No further complications were reported.